Event description:
It was reported that the device "failed accuracy" and delivered at 6.3% above nominal. No patient involvement- reporter stated this issue was found during customer testing.

Manufacturer narrative:
One smiths cadd-legacy 1 pump was returned for analysis. Delivery accuracy testing was performed to verify the reported issue of accuracy failure. Delivery accuracy testing on the cassette found the cassette average delivery error to be within the published specification of +/-6%. The reported issue was not verified or duplicated. The pump was found to be operating with in specifications.